Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the implantable neurostimulator (ins) was moving around in the patient's to move the ins. It was also reported that the patient had been having problems with the patient programmer since (B)(6) 2016; "poor communication" was seen on the patient programmer, it sometimes took 45 minutes for the patient programmer to connect with the ins, and there was no communication / the patient programmer would not work with the antenna attached. The patient spoke with a manufacturer representative about the patient programmer issues, and the manufacturer representative told the patient to speak with the healthcare professional about repositioning the ins. It was also reported that the manufacturer representative was made aware of the issue in (B)(6) 2016. The consumer also stated that the patient programmer connection issue was getting worse. There was no alleged out of box failure. The consumer confirmed that the ins was able to charge, and the implantable neurostimulator recharger (insr) was able to communicate with the ins. During troubleshooting, the patient was instructed to use the patient programmer without the patient programmer antenna and sync the patient programmer with the ins. It was reviewed that patient programmer may not resolve the issue as the patient programmer will not communicate with the ins if the ins was moving inside the patient&#38112;body. Additional information received from the consumer reported that the patient received the replacement patient programmer and it was working. The consumer noted that they did not realize they could use the patient programmer for changing the programs; the consumer stated the manufacturer representative "was not real clear on that in the beginning." There were no reported patient symptoms, and there was no indication of patient harm. The patient was doing better now, and the patient programmer connected right away. Additional information received on 10-may-2016 reported that the manufacturer representative had last met with the patient on (B)(6)2016. At that time, the manufacturer representative believed the patient had mentioned that it felt like the ins was moving under the skin, but it appeared to the manufacturer representative that the ins was still right under the incision area. It was further reported that the patient was getting good coverage, there were no impedance issues, and recharging was fine at that time. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.